Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both leads had migrated and that the patient experienced uncomfortable stimulation due to lead migration. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. It was also determined the patient had uncomfortable stimulation. As a result, the entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.